Event description:
Device 2 of 3. Reference MFR report #: 1627487-2016-02259 and 1627487-2016-02261. Follow-up revealed the patient was re-implanted with a left occipital lead on (B)(6) 2016. Effective stimulation was obtained.

Manufacturer narrative:
(B)(4).

Event description:
The patient had two occipital leads (off-label use) and one cervical lead. All leads are being reported because it is unknown which lead had migrated and which lead was causing ineffective stimulation. Device 2 of 3. Reference MFR report #: 1627487-2016-02259 and 1627487-2016-02261. It was reported the patient could no longer receive effective stimulation following a car accident. It was found the patient's left occipital lead had migrated. On (B)(6) 2016, the patient underwent surgical intervention to address the issue. During the procedure, the left occipital lead and the cervical lead were explanted.